Event description:
It was reported that device was used as a re-implant for out of specification device. The re-implantation surgery was carried out in 2008. Whilst original device was in situ, testing repeatedly caused an error message and returned anomalous results. Unfortunately, this device had not been tested in the packaging prior to use. The opinion of med-el innsbruck was sought. In the meantime esrt testing showed reflexes present for several electrodes across the array. Advice was then received from innsbruck to use the back-up device (third). Unfortunately, at this point closure was complete. The wound was re-opened and device (first) was removed and replaced with device (third). Testing of pulsar (third) in the package prior to opening was consistent with normal device function. Further testing of this device in situ also returned results within the normal range.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.